Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and found in back-up vvi mode. Technical support was contacted and the device was restored to original parameters. The patient was in stable condition.